Event description:
It was reported that the right ventricular lead exhibited high capture threshold. The lead was explanted and replaced. The patient condition was stable.

Manufacturer narrative:
The reported event of high pacing threshold was not confirmed. As received, a complete lead was returned in one piece. Electrical tests and x-ray examination was normal. Visual inspection found no anomalies.